Manufacturer narrative:
Event sourced from literature: reed, n. R., et al. (2015). "Feasibility of endovascular repair of splenic artery aneurysms using stent grafts." J vasc surg 62(6): 1504-1510.

Event description:
Event sourced from literature. Aim of study was to determine feasibility of endovascular repair of splenic artery aneurysms using stent grafts. In one case, an everflex stent was used to reinforce the viabahn stent graft. A brachial artert occlusion developed, despite open exposure and repair of the brachial artery in the initial procedure. Brachial artery was immediately explored and a small dissection was found that required excision of the intimal flap, thrombectomy and patch angioplasty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.